Event description:
There was an allegation of questionable results while using the eplex blood culture identification panel - gram positive (bcid-gp) panel on the gm eplex base analyzer. The eplex result was staphylococcus and meca detected. The culture result was enterobacter cloaecae complex and staphylococcus hominis in the aerobic bottle.

Manufacturer narrative:
The gm eplex base serial number was (B)(6). The investigation is ongoing.